Manufacturer narrative:
2/19/1998-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a sigmoid resection procedure. Reportedly, the staples did not form properly. The surgeon resected the tissue at the application site and applied another instrument to complete the procedure.